Manufacturer narrative:
(B)(4). Date sent: 12/6/2023. D4: batch # 519c82. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload present. The reload was received fully fired with some b-formed staples on the reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 519c82, and no non-conformances were identified.

Event description:
It was reported that the transplant surgeon was performing a nephrectomy for a living donor. He went to fire the pvs stapler on the renal artery. The device was loaded properly. He clamped the vessel and fired a full firing sequence. When he opened the stapler, the artery started to spurt blood. He had to come in with an echelon 3000 45 white load to staple over the area he had just tried to transect. They had to shift the surgery to open and assess the bleeding. After the case, the surgeon said that our device malfunctioned and that there were no staples that were fired correctly with the pvs. He said this is the third time this has happened in his career with our pvs stapler. Stapler and reload were gathered. We could not find lot number of the specific reload that was fired, but there are two lot number options that it likely was from. There was a 45 minute delay. Procedure was completed. There was patient harm (patient needed blood transfusion intra-op).

Manufacturer narrative:
(B)(4), date sent: 11/21/2023, d4 batch #: unknown. Additional information was requested and the following was obtained: what were the indications for surgery? Pvs device is indicated for vessel transection what is the surgeon¿s experience with the pvs device? He has used this device for the past 5+ years what was the approximate width of the compressed vessel? Unknown did the surgeon wait 15 seconds prior to firing? Yes did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Unknown were there any difficulties with the device or staple formation during the initial procedure? No how was the bleeding identified? Upon opening the stapler after firing the artery immediately started to express blood what was the total estimated blood loss (ml)? Forwarded this question to the physician as the rep does not have this info was a transfusion required? Yes what was the pre anti-coagulant and pain management protocol? Forwarded this question to the physician as the rep does not have this info was the bleeding intraluminal or extraluminal? Intraluminal was there calcification of tissue that impeded clamping or cutting? No were there any pre-exiting patient conditions? Forwarded this information to the physician as the rep does not have this info is the surgeon alleging that staples did not deploy or that the staples deployed but were not the proper form? Staples did not deploy was the vessel completely visualized and not under any tension during firing? Yes attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.